Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed due to the appearance of a periprosthetic voluminous mass with signs of metallosis and bone resorption in the acetabular zone.